Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. A field service engineer found that the cubie failed to open due to a jammed medication wrap and ejected the cubie to remove the medication, and the pharmacy staff replaced the cubie. All functions were normal afterward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers failed. The customer confirmed that every time they attempted to open a drawer, multiple attempts were required to open and close the drawers or cubies to obtain their medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.